Manufacturer narrative:
Requests have been made for product return. Investigation pending.

Event description:
During a l5-s1 fusion, the screw head disassembled from the screw shaft after insertion into the pedicle. The surgeon removed the screw shaft without injury to the patient and proceed to complete the surgery.